Event description:
It was reported that a user experienced hyperglycemia at 401 mg/dl while using the ilet and identified that the infusion site was not working properly, then completed a full supply change and resumed the press-and-hold priming step with assistance. Customer care provided phone-based troubleshooting and user education regarding infusion set replacement and device priming. Investigation of this case revealed that the hyperglycemia resolved actions were taken after discovering an infusion site issue consistent with an infusion delivery problem. No symptoms associated with elevated blood glucose reported. Outcomes included no reported injury and no medical intervention. It was concluded that the cause of the hyperglycemia was unclear, though an infusion site issue was suspected and the device functioned as designed after re-priming and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.